Event description:
A .014 atw marker wire fractured and separated in the patient during the procedure. Following successful stenting of the left anterior descending (lad) artery, the distal tip of the wire fractured and separated. The fracture may have been caused by getting caught on the stent strut. There was no damage to the stent and the tip remained distal to the stent. The separated tip was successfully retrieved by snaring and there was no injury to the patient. The device was discarded and is not available for analysis.

Manufacturer narrative:
The complaint received states that during an interventional procedure an atw wire fractured and separated in the patient. Following successful stenting of the left anterior descending (lad) artery, the distal tip of the wire fractured and separated. The fracture may have been caused by getting caught on the stent strut. There was no damage to the stent and the tip remained distal to the stent. The separated tip was successfully retrieved by snaring and there was no injury to the patient. The device was discarded and is not available for analysis. Lr packaging l/n # 01799370, (B)(4). (B)(4). With the information available and without the product available for analysis the complaint could not be confirmed. Inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. No corrective action is required at this time. It is difficult to draw a clinical conclusion between the device and the event based on the limited information available. However, there are possible procedural factors that may have contributed to the event.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.